Manufacturer narrative:
Although recommendations for sizing of the implantable collamer lens (icl) is not provided by the iolmaster 500, it is able to provide some measurements which are used to determine icl size, such as wtw (white-to-white), keratometry readings, axis, and acd (anterior chamber depth). In this case, it is assumed that the physician took the white-to-white measurement values provided by the iolmaster in order to determine sizing of the icl. It is known that a lack of correspondence between the white-to-white interval and ciliary sulcus diameter poses a risk for inappropriate lens oversizing. Further updates based on MFR evaluation: added date returned to manufacture "09/27/2017". Date rec¿d by MFR: updated from "8/22/2017" to "10/24/2017" for follow up. Updated from "initial" to "follow-up #: 1". Entered "device evaluation". Updated from "no: device evaluation anticipated, but not yet begun" to "yes". Selected "evaluation summary". Added description of further updates.

Event description:
The health care professional (hcp) reported that the measurements from the iolmaster 500 were too large. The hcp further reported that he ordered an incorrect implantable collamer lens (icl) based on the iolmaster measurement values and implanted it in the patient's eye. After the icl surgery, the patient suffered from a glaucoma attack. The hcp could not provide any further details about the event or the patient outcome.